Manufacturer narrative:
Additional information: additional product (reader (B)(4)) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
A caregiver reported her mother, the customer received lower readings when compared to an hcp meter. On (B)(6) 2019 the customer obtained a scan of 95mg/dl but was not feeling well. The customer had hcp contact and was admitted for a blood glucose between 300mg/dl - 500mg/dl obtained on the hcp meter. The customer received unspecified medical treatment and was monitored for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported her mother, the customer received lower readings when compared to an hcp meter. On (B)(6)2019, the customer obtained a scan of 95mg/dl but was not feeling well. The customer had hcp contact and was admitted for a blood glucose between 300mg/dl - 500mg/dl obtained on the hcp meter. The customer received unspecified medical treatment and was monitored for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been disposed of and not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported her mother, the customer received lower readings when compared to an hcp meter. On (B)(6) 2019, the customer obtained a scan of 95mg/dl but was not feeling well. The customer had hcp contact and was admitted for a blood glucose between 300mg/dl - 500mg/dl obtained on the hcp meter. The customer received unspecified medical treatment and was monitored for their symptoms. There was no report of death or permanent injury associated with this event.